Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). ¿a novel technique for identification of fractured ceramic acetabular liner in total hip arthroplasty: a case report¿ (20/april/2015) by roozbeh shafafy, et al published in hip international vol. 25 (5): pp. 492-494. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled ¿a novel technique for identification of fractured ceramic acetabular liner in total hip arthroplasty: a case report¿ (20/april/2015) by roozbeh shafafy, et al published in hip international vol. 25 (5): pp. 492-494 was reviewed for MDR reportability. This article presents the case study of an (B)(6)-year-old male with right groin pain and an audible squeak 6 months after primary tha of a uncemented corail femoral stem, pinnacle sector ii 54-mm acetabular cup, a biolox delta articule/eze 36 femoral head, and a biolox delta ceramax 36-mm acetabular liner. The patient underwent an exam under anesthesia (eua) after initial diagnostic radiographic studies were inconclusive. The eua identified a subtle rim fracture of the acetabular liner and the patient was referred for revision surgery. Intraoperative findings revealed a significant fracture of the superior rim of the liner with progression to a complete liner fracture. The head and the liner were replaced with new ceramic bearing surfaces. There was no evidence of impingement, acetabular cup wear or loosening, and the stem was well seated. There were no further patient complications at a 40-month postoperative review. Country of origin: (B)(6). Adverse event(s) related to product(s): implant fracture intra-op: ceramic (acetabular liner); implant noise: audible sound. Patient(s) reported harm(s) prior to procedure: pain; surgical intervention.